Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) presented to the emergency room with syncope. Review of stored device memory noted three rhythmiq events that occurred around the same time as the syncope where a one second pause was observed on the intracardiac electrogram. Boston scientific technical services (ts) recommended further evaluation. Available information indicates that the product remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.